Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on two patient samples. Results provided: pt#1 on (B)(6) 2014 = 129 / (B)(6) 2014 = 25; pt#2 on (B)(6) 2014 = 1677 / (B)(6) 2014 = 15.8u/ml. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer reported falsely elevated ca19-9 patient results. A complaint review identified normal complaint activity for falsely elevated patient results with ca19-9. A search for complaints related to lot 31203m500 did not identify any issues. Accuracy testing was completed using retained kits of reagent lot 31203m500 and all acceptance criteria were met, indicating acceptable product performance. A review of labeling was performed and showed adequate discussion regarding falsely elevated results. This investigation showed that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. There is not enough information to determine what caused the falsely elevated results. No additional issues were identified; no further action is required at this time.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.